Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 12-dec-2017 from other health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day patient stated that the injection hurt; later after 1 day patient had fever, chills and couldn't walk, had flu symptoms, knee was swollen/ severe swelling, knee was swollen & she was in a lot of pain; after few days had limited range of motion/ could not bend knee; after unknown latency flat in bed for 2 days, after couple of days could put weight on it and migraine. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. Patient had osteoporosis on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: not reported) for osteoarthritis in right knee. On the next day, (B)(6) 2018, patient had fever, chills. On the same day, after unknown latency, knee was swollen and she was in a lot of pain. Consumer again called on (B)(6) 2017 to report her knee was still swollen, but had no redness; she could walk, but had limited range of motion (onset date: (B)(6) 2017; latency unknown). Patient had severe swelling. Patient could not bend the knee for 2 weeks. Patient had migraine and was flat in bed for 2 days (latency: unknown). These symptoms subsided eventually. The swelling took a couple weeks to get down. Patient was pretty much back to normal. The effects of the shot were pretty severe for about 2 solid days. The doctor told to use ice, and take ibuprofen (advil) and to elevate my knee. Patient took ibuprofen and ice for the swelling. Patient reported migraine was so severe during this time that patient stopped the advil and took excedrin for migraine which took care of all the symptoms- the fever, the chills and everything else. It could have been allergic reaction or it could have been the recall. Patient had never had this reaction before. Patient was told that a little swelling should be anticipated. Patient was told not to do any strenuous activities. Patient knew that she won't get it again even if minimal swelling was expected. Patient don't want to go through this again. The injection itself was not pleasant and it hurt. The doctor opened the packaging in front of me. Patient gave me a cold spray on my knee and then got a shot of lidocaine in my knee before the synvisc one was put in. Patient could walk after that but not exercise. Patient took it easy, went out to eat and did some shopping. Patient was walking around on it that day. Patient got the shot around 2-3 in the afternoon. Patient didn't start experiencing issues with it until 1-2 in the morning. Patient got up to use the restroom and realized how swollen it was. Patient started having a fever that morning. The swelling got worse and patient couldn't walk. Patient was experiencing chills. After a couple days, the swelling started going down some and patient could walk a little. After about a week patient could walk normally. After about 2 weeks, the swelling went down to where patient could see my knee cap. For two days, patient was so swollen that patient was stuck in bed. Patient didn't use crutches, patient just hopped to get to where patient needed to go. After a couple days, patient could put weight on it. Patient didn't do anything intense no exercise. Patient couldn't do anything. It was torture. Patient didn't exercise at all. The patient had pain if I stepped on a spot that caused to feel the arthritis. After the shot, patient had 9/10 pain. Now the pain was back to baseline. The pain was the same as before. The doctor said that the range of motion was almost there now. Patient was of good health, hygiene. Corrective treatment: ice; ibuprofen; elevate knee for had limited range of motion/ could not bend knee, lot of pain/ pain, knee was swollen/ severe swelling; caffeine/paracetamol for migraine; not reported for others outcome: recovered for flat in bed for 2 days, had limited range of motion/ could not bend knee, migraine, flu symptoms, chills, fever, lot of pain/ pain, knee was swollen/ severe swelling; unknown for injection hurt, could have been allergic reaction; recovering for others a pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and flat in bed for 2 days additional information was received on 28-dec-2017 form the patient. Additional events of injection hurt, fever, chills, migraine, flat in bed for 2 days, couldn't walk and after couple of days could put weight on it were added with details. Event verbatim was updated from knee was swollen to knee was swollen/ severe swelling; had limited range of motion to had limited range of motion/ could not bend knee. Clinical course was updated and text was amended accordingly. Follow up information was received on 09-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Event of flu symptoms was added. Event of lot of pain was updated to lot of pain/ pain. Event of knee was swollen was updated to knee was swollen/ severe swelling. Outcome updated for the events of had limited range of motion/ could not bend knee, migraine from unknown to recovered. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 30-jan-2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from recalled lot and later experienced joint rnage of motion decreased, migraine, walking difficulty, weight bearing difficulty, pain during injection, knee pain, knee swelling, fever, chills, allergic reaction and was bedridden for few days. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from an other health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency knee was swollen, knee was swollen & she was in a lot of pain, had limited range of motion. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: not reported) for osteoarthritis in right knee. On an unknown date in (B)(6) 2017, after unknown latency, knee was swollen and she was in a lot of pain. Consumer again called on (B)(6) 2017 to report her knee was still swollen, but had no redness; she could walk, but had limited range of motion (onset date: (B)(6) 2017; latency unknown). Corrective treatment: not reported for all the events. Outcome: unknown for all the events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has experienced being having joint range of motion decreased, right knee pain and swelling after receiving synvisc one injection from the recalled lot. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case: (B)(4). This unsolicited case from united states was received on 12-dec-2017 from other health care professional. This case concerns a 65 year old female patient who received treatment with synvisc one and the same day patient stated that the injection hurt; later after 1 day patient had fever, chills and couldn't walk, had flu symptoms, knee was swollen/ severe swelling, knee was swollen & she was in a lot of pain; after few days had limited range of motion/ could not bend knee; after unknown latency flat in bed for 2 days, after couple of days could put weight on it and migraine. Also, device malfunction was identified for the reported lot number. Patient had osteoporosis, high cholesterol, reflux and melanoma. It was reported that the patient had previously received synvisc one from (B)(6) 2017 to 07(B)(6) 2017. The patient was allergic to narcotics. The patient's concomitant medications included atorvastatin calcium, ascorbic acid/calcium/minerals nos/retinol/ tocopheryl acetate/vitamin b nos/vitamins nos/zinc (centrum silver), calcium+d, omeprazole, tocopherol (vitamin e), acetylsalicylic acid (aspirin) and ubidecarenone (coenzyme q10). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: not reported) for osteoarthritis in right knee. On the same day, after the injection, the patient had increased pain and swelling along with headaches. It was reported that the patient was adviced to use ice, nsaids and rest. On the next day, (B)(6) 2018, patient had fever, chills. On the same day, after unknown latency, knee was swollen and she was in a lot of pain. Consumer again called on (B)(6) 2017 to report her knee was still swollen, but had no redness; she could walk, but had limited range of motion (onset date: (B)(6) 2017; latency unknown). Patient had severe swelling. Patient could not bend the knee for 2 weeks. Patient had migraine and was flat in bed for 2 days (latency: unknown). These symptoms subsided eventually. The swelling took a couple weeks to get down. Patient was pretty much back to normal. The effects of the shot were pretty severe for about 2 solid days. The doctor told to use ice, and take ibuprofen (advil) and to elevate my knee. Patient took ibuprofen and ice for the swelling. Patient reported migraine was so severe during this time that patient stopped the advil and took excedrin for migraine which took care of all the symptoms- the fever, the chills and everything else. It could have been allergic reaction or it could have been the recall. Patient had never had this reaction before. Patient was told that a little swelling should be anticipated. Patient was told not to do any strenuous activities. Patient knew that she won't get it again even if minimal swelling was expected. Patient don't want to go through this again. The injection itself was not pleasant and it hurt. The doctor opened the packaging in front of me. Patient gave me a cold spray on my knee and then got a shot of lidocaine in my knee before the synvisc one was put in. Patient could walk after that but not exercise. Patient took it easy, went out to eat and did some shopping. Patient was walking around on it that day. Patient got the shot around 2-3 in the afternoon. Patient didn't start experiencing issues with it until 1-2 in the morning. Patient got up to use the restroom and realized how swollen it was. Patient started having a fever that morning. The swelling got worse and patient couldn't walk. Patient was experiencing chills. After a couple days, the swelling started going down some and patient could walk a little. After about a week patient could walk normally. After about 2 weeks, the swelling went down to where patient could see my knee cap. For two days, patient was so swollen that patient was stuck in bed. Patient didn't use crutches, patient just hopped to get to where patient needed to go. After a couple days, patient could put weight on it. Patient didn't do anything intense no exercise. Patient couldn't do anything. It was torture. Patient didn't exercise at all. The patient had pain if I stepped on a spot that caused to feel the arthritis. After the shot, patient had 9/10 pain. Now the pain was back to baseline. The pain was the same as before. The doctor said that the range of motion was almost there now. Patient was of good health, hygiene. On (B)(6) 2017, the patient recovered from increased pain and swelling and headaches. Corrective treatment: ice; ibuprofen; elevate knee for had limited range of motion/ could not bend knee, lot of pain/ pain, knee was swollen/ severe swelling; caffeine/paracetamol for migraine; not reported for others outcome: recovered for headaches, flat in bed for 2 days, had limited range of motion/ could not bend knee, migraine, flu symptoms, chills, fever, lot of pain/ pain, knee was swollen/ severe swelling; unknown for injection hurt, could have been allergic reaction; recovering for others a pharmaceutical technical complaint (ptc) was initiated global ptc number: 51177. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and flat in bed for 2 days additional information was received on 28-dec-2017 form the patient. Additional events of injection hurt, fever, chills, migraine, flat in bed for 2 days, couldn't walk and after couple of days could put weight on it were added with details. Event verbatim was updated from knee was swollen to knee was swollen/ severe swelling; had limited range of motion to had limited range of motion/ could not bend knee. Clinical course was updated and text was amended accordingly. Follow up information was received on (B)(6) 2018. Global ptc number was added. Text was amended accordingly. Additional information was received on (B)(6) 2018 from the patient. Event of flu symptoms was added. Event of lot of pain was updated to lot of pain/ pain. Event of knee was swollen was updated to knee was swollen/ severe swelling. Outcome updated for the events of had limited range of motion/ could not bend knee, migraine from unknown to recovered. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2018 from the healthcare professional. The patient's concomitant medications and concurrent conditions were added. The events lot of pain/ pain and knee was swollen/ severe swelling were updated to lot of pain/ pain, increased pain and knee was swollen/ severe swelling, increased swelling, respectively. The additional event of headaches was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2018: the additional information does not alter the previous case assessment. This case concerns a patient who has received synvisc one injection from recalled lot and later experienced joint rnage of motion decreased, migraine, walking difficulty, weight bearing difficulty, pain during injection, knee pain, knee swelling, fever, chills, allergic reaction and was bedridden for few days. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.

Event description:
This case is cross referenced with case:(B)(4) this unsolicited case from united states was received on 12-dec-2017 from other health care professional. This case concerns a (B)(6) year old female patient who received treatment with synvisc one and the same day patient stated that the injection hurt; later after few hours patient had fever, chills and couldn't walk; unknown latency knee was swollen/ severe swelling, knee was swollen & she was in a lot of pain, had limited range of motion/ could not bend knee, flat in bed for 2 days, after couple of days could put weight on it and migraine. Also, device malfunction was identified for the reported lot number. No medical history, previous medications, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot: 7rsl021; expiry date: not reported) for osteoarthritis in right knee. On an unknown date in (B)(6) 2017, after unknown latency, knee was swollen and she was in a lot of pain. Consumer again called on (B)(6) 2017 to report her knee was still swollen, but had no redness; she could walk, but had limited range of motion (onset date: (B)(6) 2017; latency unknown). Patient had severe swelling. Patient could not bend the knee for 2 weeks. Patient had fever, chills and a migraine and was flat in bed for 2 days (latency: unknown). These symptoms subsided eventually. The swelling took a couple weeks to get down. Patient was pretty much back to normal. The effects of the shot were pretty severe for about 2 solid days. The doctor told to use ice, and take ibuprofen (advil) and to elevate my knee. Patient took ibuprofen and ice for the swelling. Patient reported migraine was so severe during this time that patient stopped the advil and took excedrin for migraine which took care of all the symptoms- the fever, the chills and everything else. It could have been allergic reaction or it could have been the recall. Patient had never had this reaction before. Patient was told that a little swelling should be anticipated. Patient was told not to do any strenuous activities. Patient knew that she won't get it again even if minimal swelling was expected. Patient don't want to go through this again. The injection itself was not pleasant and it hurt. The doctor opened the packaging in front of me. Patient gave me a cold spray on my knee and then got a shot of lidocaine in my knee before the synvisc one was put in. Patient could walk after that but not exercise. Patient took it easy, went out to eat and did some shopping. Patient was walking around on it that day. Patient got the shot around 2-3 in the afternoon. Patient didn't start experiencing issues with it until 1-2 in the morning. Patient got up to use the restroom and realized how swollen it was. Patient started having a fever that morning. The swelling got worse and patient couldn't walk. Patient was experiencing chills. After a couple days, the swelling started going down some and patient could walk a little. After about a week patient could walk normally. After about 2 weeks, the swelling went down to where patient could see my knee cap. For two days, patient was so swollen that patient was stuck in bed. Patient didn't use crutches, patient just hopped to get to where patient needed to go. After a couple days, patient could put weight on it. Patient didn't do anything intense no exercise. Patient couldn't do anything. It was torture. Patient didn't exercise at all. The patient had pain if I stepped on a spot that caused to feel the arthritis. After the shot, patient had 9/10 pain. Now the pain was back to baseline. The pain was the same as before. The doctor said that the range of motion was almost there now. Patient was of good health, hygiene. Corrective treatment: ice; ibuprofen; elevate knee for knee was swollen/ severe swelling, knee was swollen & she was in a lot of pain; not reported for all the events outcome: recovered for fever, chills, migraine and flat in bed for 2 days; recovering for couldn't walk and after couple of days could put weight on it; unknown for rest of the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: disability for device malfunction and flat in bed for 2 days additional information was received on 28-dec-2017 form the patient. Additional events of injection hurt, fever, chills, migraine, flat in bed for 2 days, couldn't walk and after couple of days could put weight on it were added with details. Event verbatim was updated from knee was swollen to knee was swollen/ severe swelling; had limited range of motion to had limited range of motion/ could not bend knee. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-dec-2017: this case concerns a patient who has received synvisc one injection from recalled lot and later experienced joint rnage of motion decreased, migraine, walking difficulty, weight bearing difficulty, pain during injection, knee pain, knee swelling, fever, chills, allergic reaction and was bedridden for few days. Although exact event onset dates have not been provided, temporal relationship can still be established between the events and suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Hence, the pharmacological plausibility of the events to the products cannot be excluded.